Event description:
According to the reporter, during a single anastomosis duodenal-ileal bypass, the firing started normal. At the end, it got very slow, and it stopped before the firing was completed. A new reload from the same batch was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
D10 concomitant medical products: sigphandle sig power sigphandle handle - (serial#(B)(6); egia60amt egia60amt egia 60 artic med thick sulu - (lot#n4e2148y) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.